Manufacturer narrative:
(B)(4). Mechanical (g04)-head. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial hip surgery approximately 15+ years ago. The patient was subsequently revised for pain. There were no metallic debris or metallosis noted during surgery. No additional information.